Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seeing the power on restart (por) message on the recharger for 2 weeks. The patient was walked through clearing the por message. The message occurred out of the blue when there were no appointments or messages of the ins getting low. No symptoms or further complications were reported.